Event description:
At the end of a ventricular tachycardia ablation procedure, a cardiac perforation was noted n the infero-posterior side of the left ventricle which required surgical intervention. At the end of the procedure, unexpected movement of the agilis nxt was noted, but the user continued with the last steps of the ablation. After ablation, just before remapping, the patient presented hypotensive. Fluoroscopy showed a small movement of the cardiac silhouette and widening of the mediastinum. An echocardiography revealed a cardiac effusion with tamponade and the patient required vasoactive drugs. The patient was then transferred to cardiac surgery to resolve the bleeding. The patient is still hospitalized, hemodynamically stable and conscious, and does not require mechanical ventilation or vasoactive drugs. The physician alleged unexpected movement of the introducer from the left ventricle to the left atrium as being the cause for the reported pericardial effusion. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.